Manufacturer narrative:
H.6. Investigation summary: as no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that the unspecified bd precisionglide¿ 18g needle caused coring in the medication vial. This occurred with an unspecified amount of needles during use. The following information was provided by the initial reporter: "they have had an uptick in coring of various drug vials within the pharmacy department and it's with various staff shifts drugs and bd precision glide conventional needle sizes (mostly 21g and 18 g). Looking for alternate bd needles that decrease coring.

Event description:
It was reported that the unspecified bd precisionglide¿ 18g needle caused coring in the medication vial. This occurred with an unspecified amount of needles during use. The following information was provided by the initial reporter: "they have had an uptick in coring of various drug vials within the pharmacy department and it's with various staff shifts drugs and bd precision glide conventional needle sizes (mostly 21g and 18 g). Looking for alternate bd needles that decrease coring.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.